Event description:
It was reported that the system 9800 had a communication failure and would not initailize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
It was reported that the operator reseated the system interconnect cable and the system was able to initialize. It was determined that the cable is defective and the customer will have it replaced at their earliest convenience. This is similar to a separate reported problem from the same hospital.